Event description:
Information was received regarding an unspecified cadd pump. It was reported that the pump alarmed "no cassette" 12h after cassette was connected to pump. Cassette was connected to a second pump but the same issue occurred. The nurse had to prepare another cassette and connected it to the second pump and issue was resolved. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.